Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: if you manually stop insulin delivery, you must manually resume insulin delivery. The automated insulin dosing feature does not automatically resume insulin if you decide to stop it manually.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 429 mg/dl. Cause of bg was due to customer forgetting to resume insulin after changing infusion set site, despite receiving multiple resume insulin alarms. Bg was treated with intravenous saline and insulin. Customer was released from the ER a few hours later with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.